Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon interrogation of the pacemaker, episodes of rapid ventricular rate, premature ventricular contraction, and noise reversions were noted due to right ventricular lead noise. The right ventricular lead noise was observed starting from (B)(6) 2021. No intervention was performed at this time. The patient was stable in condition.